Event description:
It was reported that a loss of therapeutic effect and shocking/jolting at the lead site occurred. The patient also reported that the implantable neurostimulator was in an uncomfortable location. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).